Event description:
It was reported that during rental checkout of cardiosave intra-aortic balloon pump (iabp) the tether assembly was found broken. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the tether assembly ((B)(4)). The fse then performed a full pm with calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).